Event description:
It was reported that a patient presented with sustained arrythmia and dizziness. Interrogation showed loss of capture. X-ray imaging confirmed lead dislodgement. The lead was repositioned on (B)(6) 2024 and a new lead was placed. The patient was stable throughout.